Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, when the plate was connected and then disconnected, the change was not recognized by the unit; the light was still green, as if still connected. When the plate was disconnected and then connected, the light stayed red, not recognizing that it had been connected. Once the unit was reinitialized, the issue disappeared. No intervention took place on this old equipment.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, when the plate was connected and then disconnected, the change was not recognized by the unit; the light was still green, as if still connected. When the plate was disconnected and then connected, the light stayed red, not recognizing that it had been connected. Once the unit was reinitialized, the issue disappeared.

Manufacturer narrative:
Additional information: b5, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, when the plate was connected and then disconnected, the change was not recognized by the unit; the light was still green, as if still connected. When the plate was disconnected and then connected, the light stayed red, not recognizing that it had been connected. Once the unit was reinitialized, the issue disappeared. No intervention took place on this old equipment.